Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: mentor memorygel breast implant 650cc, catalog # 3506501bc, serial # (B)(4), lot # 6431491. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent a breast augmentation revision with a mentor memorygel breast implant 650cc and experienced rupture on the right side post-operational. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implants 525cc, catalog number 3505251bc, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2019.

Manufacturer narrative:
On 7/24/2019, the product investigation was completed. Device evaluation summary: during evaluation of the sample, it was observed to be ruptured. It was received incomplete. Area of shell abrasion and creases were noticed within the tear. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. A fold or wrinkle rupture is a known inherent risk associated with the use of mammary prostheses. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).